Event description:
Philips received a complaint on the heartstart mrx device indicating that the device failed testing.

Manufacturer narrative:
The device was not sent for diagnostics. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.